Event description:
It was reported to boston scientific corporation that an orcapod was used during an unknown procedure performed on an unknown date. During the procedure, it was noticed that the orca buttons were stiffer. The a/w and suction buttons were observed to be sticking, difficult to press during use, and clogging more easily. There was no leak observed, however, when removing the orca buttons, the physician was splashed with bile. The procedure was completed using a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: date of event: date of event was approximated to 07/01/2025 as no event date was reported. H6: imdrf device code a0504 captures the reportable event of suction valve leak/splash. Imdrf device code a050401 captures the reportable event of a/w valve fluid/blood leak.